Event description:
It was reported that during an unknown procedure, the clip cannot completely pinch the blood vessel. No adverse events reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: there are 5 devices have problem. Each device have 20 clips that not every clip have problem which doctor have to apply more clip than normal. Additional in one case clip didn't close properly doctor trying to apply more and more till citric duct cutting. Case complete by apply clip more than usual some clip are ok some are not.